Event description:
It was reported that, "past 10.5 years, the posterior aspect of tibial insert has worn down and medial side has worn through. Some delamination on patella component. Surgical intervention was tht durcaon cs insert and symmetric 33 patella was implanted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The patient decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.